Event description:
Event description guidant received information that the patient with this implantable ventricular lead was experiencing increasing thresholds 1 1/2 weeks after implant. In addition, a review of the internal electrocardiograms revealed possible farfield sensing or intermittent loss of capture on the ventricular channel.

Manufacturer narrative:
Additional information was received that this lead was removed from service during an elective device replacement procedure.